Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella 2.5 device for mechanical circulatory support. While on support the patient had heparin induced thrombocytopenia with heparin being removed. Additional information was provided that noted the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. G1: corrected mfg. Email address.

Event description:
The complainant reported that the patient was being placed on impella 2.5 for hemodynamic support. It was reported that the patient had heparin induced thrombocytopenia with heparin being removed. It was reported that after 238.50 hours of care the patient expired on support. The investigation results shows that the event could not be determined as insufficient clinical details were provided.